Event description:
It was reported that a progav (fv434-t) had adjustment difficulties. The case was reported with limited information. Investigation still on-going.

Manufacturer narrative:
Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav shunt system (#fv434-t) was implanted. According to the complainant, the shunt system showed adjustment difficulties. The patient underwent a revision procedure performed on (B)(6)2024. The complainant device has returned to the manufacturer but the release is still missing. No patient complications were reported as a result of the revision procedure. Age: unknown. Weight: unknown. Height: unknown. Gender: unknown.

Manufacturer narrative:
Visual inspection: during the investigation, a deformation of the outer housing of the progav/prosa could be determined. The measurement of the plane parallelism could confirm that with a value of -0,120 mm - outside tolerance (0 ± 0.02 mm). Permeability test: due to the missing release, we could not carry out the permeability test. Computer controlled test: due to the missing release, we could not carry out the measurement on the test bench. Adjustment test: the progav was tested and is not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function did not operate as expected. The results indicate that the rotor no longer performs as required. The breaking force cannot be measured due to the non-adjustability of the valve internal inspection: due to the missing release, we could not carry out the visual inspection of the interior. Results: due to the lack of approval, only limited investigations were possible. Based on the visual inspection a deformation and a defective brake could be determined. The visible deformation is the cause of this defect. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.